Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported inflation issue and material deformation were confirmed. The reported failure to deploy could not be confirmed due to the condition the device was returned for analysis. It appears the physician had removed the stent prior to return, the stent was likely discarded by the account. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported material rupture; however, factors that may contribute to material ruptures include, but are not limited to, material damage, interactions with other devices or interaction with lesion calcification and tortuosity. The reported inflation and deployment issues appear to be related to circumstances of the procedure as it is likely the reported material rupture caused the reported inflation issue and subsequent failure to deploy. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a calcified lesion in the circumflex coronary artery. A 2.50 x 12 mm xience sierra stent delivery system (sds) was advanced to the lesion with no reported resistance. On attempting to deploy the stent, the sds failed to hold pressure and the balloon did not inflate. The stent was not deployed and was simply removed from the anatomy on the sds with no reported issue. A 2.25 x 12 mm non-abbott stent was successfully deployed at the lesion to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.